Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error was confirmed based on the event log review but was not reproduced during the functional testing. The root cause of the reported complaint was the failed lm34a/b sensor. The event log review indicated tcmid:05 errors, confirming the reported complaint. The error indicates an instable internal temperature sensor, and in the last patient treatment file, instability of sensor was confirmed. The thermogard xp ivtm system passed the functional testing, and the reported tcmid:05 error was not reproduced. Upon further testing, the root cause of the reported complaint was determined to be attributed to the oxidated lm34a/b sensor. The lm34a/b sensor was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard xp ivtm system with sn (B)(6).